Manufacturer narrative:
The device has not been returned to the MFR so the root cause of this incident has not been definitively determined. Analysis of complaint trending info was performed and no similar complaints from this lot concerned have been filed.

Event description:
Customer states that the biopsy forcep device malfunctioned and would not cauterize. It was disclosed to the company that there was no injury to the pt.